Manufacturer narrative:
(B)(4). Report source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products and mdrs: kne-bearings-unknown-- MDR: 0001822565-2021-02277; kne-femorals-unknown-- MDR: 0001822565-2021-02278.

Event description:
It was reported a patient underwent a knee revision due to unknown reasons. No additional information available